Manufacturer narrative:
One sample was received without its original packaging. During the visual inspection, we observed a short shot in the tube. Sample evaluation showed broken/damaged tracheos that might have been related to manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there is a small mark on the tube that is not the same as the other part of the tube. No patient injury was reported.